Event description:
Pt was implanted in 2001 and the pt experienced poor flows with the system. The physician believed that the catheter had a hole(s) in it and performed a catheter exchange procedure. During the catheter exchange procedure the guidewire punctured the vein and caused a hemothorax. The lifesite system was removed and standard dialysis catheters were placed.